Manufacturer narrative:
Additional information has been requested and received from the healthcare provider. Requests for product return have been made; however, the healthcare provider has not returned the explanted valve. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 23 mm pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of four (4) years and six (6) months due to inadequate coaptation of leaflets resulting in severe aortic insufficiency. The explanted valve was replaced with a 23 mm edwards pericardial aortic valve. Per the medical records, the aortic valve was found to be in a reasonably good condition; however, it did not appear that the leaflets coapted properly. There was no leaflet tear, no signification aortic valve stenosis. The valve was explanted and the annulus was cleaned of all pannus including residual valve sutures and pledgets. The annulus was measured to a 23 mm aortic valve. Three sutures were placed at each nadirs of the valve leaflets. The aortic valve was lowered into place and sutures were secured with the cor-knot device. The balloon was advanced and inflated to 4.5 atm for 10 seconds. It was also noted that a CABG x1 was performed. The patient tolerated the procedure well and was transferred to the ICU in stable condition. There was no paravalvular leak and trace central aortic insufficiency on post-implant tee. On pod #2, the patient was converted to controlled a-fib and flutter. The patient was discharged to a skilled nursing facility on pod #5 in stable condition.

Manufacturer narrative:
Evaluation summary: customer report of "inadequate coaptation of leaflets resulting in severe aortic insufficiency" could not be confirmed through visual observations. X-ray demonstrated minimal calcification on all three leaflets, wireform intact and slightly distorted, and commissure 2 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflets 2 and 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflets 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around leaflet 3 and near commissure 2. The wireform was exposed on all three commissures and near leaflet 2 at the outflow aspect. Serrated markings were observed on leaflet 2 near commissure 2. Additional manufacturer narrative: pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, a definitive root cause for early calcification and pannus growth could not be conclusively determined. However, there are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of "inadequate coaptation of leaflets resulting in severe aortic insufficiency" could not be confirmed through visual observations. X-ray demonstrated minimal calcification on all three leaflets, wireform intact and slightly distorted, and commissure 2 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflets 2 and 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflets 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around leaflet 3 and near commissure 2. The wireform was exposed on all three commissures and near leaflet 2 at the outflow aspect. Serrated markings were observed on leaflet 2 near commissure 2. Additional manufacturer narrative: pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, a definitive root cause for early calcification and pannus growth could not be conclusively determined. However, there are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.